Manufacturer narrative:
Ge healthcare (gehc) investigation has been completed and the root cause of the patient desaturation was a leak in the patient breathing circuit. The initial intubation issues likely started the desaturation and any other leak in the patient breathing circuit connection would have prolonged the event leading to the use of the ambu bag. No further issues were reported after reconnection of the patient breathing circuit. The gehc field engineer completed a review of the device and system logs and determined there was no malfunction of the gehc device.

Event description:
The hospital reported a patient was connected to an aisys cs2 when it was alleged that the unit stopped ventilating. It was alleged that the patient desaturated.â the patient was manually ventilated with an ambu bag.â the unit was restarted and case resumed on the same anesthesia machine.â there was no patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a4, a5, and a6: no information provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718